Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord had a short and the communicator was not connecting. A boston scientific company representative opted to replace the communicator power cord and the fourth-generation communicator cellular adapter. No adverse patient effects were reported. The communicator remains in service.